Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient felt jerking in the left arm after a revision procedure. X-ray result revealed lead migration and that the patient was experiencing motor nerve stimulation. The patient underwent another revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.